Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having syncope spells and went to the hospital. The hospital admitted the patient for dizziness and found that the patient was having pauses. The patient was transferred to a device specialty hospital. The device check revealed right ventricular oversensing with noise when the patient stood or sat up. There was also high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.